Manufacturer narrative:
Upon visual inspection, product appeared to be in good condition. Signs of general usage and brownish residue were noted along the external surfaces of the returned product but no damages were identified. X-ray of the implant site mentioned in complaint description was not provided by the complainant. As the reported implant failure could not be tested or recreated, the complaint could not be verified. Probable causes could not be determined. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. (B)(4).

Event description:
The dentist reported that at the moment of placement, the implant relocated into the sinus. The bone was not good quality and very spongy. On (B)(6) 2017 patient returned to the clinic to have the implant removed.  X-rays were taken and a fibroid was discovered. Implant was removed and patient is healing.